Event description:
It was reported that this programmer screen was unresponsive to touch. The programmer was able to connect with device via quickstart but froze. Boston scientific technical services (ts) then provided troubleshooting option. There was no patient involvement. Additional information indicated that the programmer was unresponsive due to cold weather. The programmer was placed in a warm place which resolved the issue.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive during testing. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful.